Event description:
Report of explant of device system due to "infection" received per annual device tracking report. Follow up with hcp revealed pt's infection diagnosed in 2001 with a diagnosis of meningitis. Symptoms noted were fever and pain. The primary location of the infection was the catheter. A cerebrospinal fluid culture was done with results unk. The pt was treated with total device explant, IV, and oral antibiotics with successful resolution of the infection.